Manufacturer narrative:
This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
The user facility contacted veran customer support (vsupport) for assistance with planning and registration for a navigated procedure. The procedure was reportedly going smoothly until the patient started to cough up blood. The procedure was stopped due to the patient's condition. There was no allegation or evidence of a veran device malfunction that could have caused or contributed to the patient's condition. It is unknown if any medical or surgical intervention was required. This event is being reported for the cancelled procedure due to the patient coughing up blood.